Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all keypad buttons were under responsive. There was no indication that the issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Date of submission (B)(6) 2018. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: on investigation, all keypad buttons had normal response. Investigation did not duplicate the complaint. There was no contamination of the button contacts. Unrelated to the original complaint, moisture was found inside the pump on the keypad flex connector and behind the display screen. Leak testing revealed moisture ingress due to a case seal leak. This report is made under the requirements of the health authority regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.